Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was a burn on the battery pca. The root cause for the burnt board was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger was unable to charge batteries.